Event description:
The valve was removed due to regurgitation. Cuspal stretching was noted at explant. "There was definitely no paravalvular leak, so the regurgitation must have been transvalvular which is a functional observation".